Manufacturer narrative:
This report is filed on april 27, 2018.

Event description:
Per the clinic, the patient experienced poor performance with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2018 and the patient was implanted with a new device during the same surgery.